Manufacturer narrative:
Analysis conclusion the reported event of ineffective stimulation could not be confirmed. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
Reference MFR. Report # 1627487-2019-04331.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-04331. It was reported the patient is not getting low back pain coverage. X-rays confirmed the leads migrated. In turn, surgical intervention may be taken at a later date to address the reported issue.

Manufacturer narrative:
Device not returned as it remains implanted. Migration is a known potential risk of the device and does not constitute a device problem. Based on the information currently available, the cause of the issue cannot be attributed to the device itself.